Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual inspection: the delivery system was returned used. The introducer sheath was perforated, thus confirming the complaint for material puncture. The perforation appears to be directed from the inside out. The pusher catheter was kinked . However, review of the preliminary evaluation pictures showed that the kinks may have been due to packaging of the sample when it was packaged for return. No kinks were reported by the user. The filter was returned deployed. The filter contained all 6 arms and 6 legs present and intact. One filter arm and leg were crossed. No skiving was found inside the storage tube. All measurements met the required specifications. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the complaint investigation is inconclusive for the filter allegedly failing to advance through the sheath as the filter was returned deployed. The investigation is confirmed for material puncture as a perforation was found in the introducer sheath. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warning: - delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: - it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. - care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. - do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher handle at anytime during this procedure. Directions for use - implantation - inspect the packaging to ensure that it has not been opened or damaged. - flush the introducer sheath intermittently by hand to maintain introducer sheath patency. Maintaining patency helps prevent clot from interfering with filter deployment. - flush the delivery device with saline through the touhy-borst adapter. - attach the free end of the filter storage tube directly to the introducer sheath already in the vein. The introducer sheath and filter delivery system should be held in a straight line to minimize friction. - loosen the proximal end of the touhy-borst adapter and advance the filter by moving the pusher forward through the introducer sheath. Do not twist or retract the pusher at anytime during the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment, resistance occurred while the filter was being advanced through the delivery sheath and the filter was said to have punctured a hole in the sheath. The filter system was exchanged without incident for a new vena cava filter that was prepped and deployed successfully. There was no reported extravasation, no reported patient injury.

Manufacturer narrative:
Upon verification from the facility that the lot # is unobtainable, the analysis of the returned device and investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.